Event description:
It was reported that the bodyguard sensors did not work (or failed), which affected the c-arm movements. The information available does not indicate whether the device was in clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information provided, the issue occurred during a planned vascular treatment and the treatment was completed with a low speed warning. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an error message of low speed acquisition and the arc rotation which had low speed. Review of the log files showed high numbers of geometry bodyguard messages. The fse suspected that the sensor was out of calibration due to water condensation. The fse replaced the x-ray tube cover and adjusted the proximity sensors. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.